Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic surgery. Event description: two kii balloon blunt tip were used during a laparoscopic procedure in which the balloon had a leak. The third one worked. There was no patient injury. Type of intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of balloon leakage. The distal glue line had separated from the cannula and was fragmented. Based on the condition of the returned unit, the reported event was caused by the distal glue separation, likely due to a weak bond between the balloon tubing and cannula. However, the exact root cause of the glue line fragmentation is unknown. Based upon the initial description of balloon leakage, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the glue line fragmentation.

Event description:
Procedure performed: laparoscopic surgery. Event description: two kii balloon blunt tip were used during a laparoscopic procedure in which the balloon had a leak. The third one worked. There was no patient injury. Type of intervention: change of device. Patient status: no patient injury.